Event description:
Mediostar that rptr was being treated with for hair removal does not have an electrical inspection sticker. Rptr is very concerned about the safety of other possible pts that may be treated with this laser machine.